Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they have not felt stimulation in the last month. The patient did not have their programmer to trouble shoot. The patient noted they do not feel stimulation and they believe their therapy should be on. The patient reported their programmer has not been working for the past few months. The patient does not have their programmer with them and plans to call back when she has her programmer. Additional information from the patient reported her patient programmer (pp) is not powering on. The patient also noted she is not feeling stimulation for that last two or three months. The patient added that the incontinence is worse than ever since (B)(6) 2016. The patient saw a healthcare professional (hcp) in (B)(6) 2016 and they did an internal exam. The patient added since the exam she has had wicked frequency and wicked urgency, the patient added the symptoms will get better for two days and it affected her lifestyle. The patient lives in a small house and can¿t make it to the bathroom. The patient does not feel stimulation and the therapy is on. Trouble shooting assisted the patient in using the patient programmer . The patient replaced the battery and the patient programmer is functioning, the patient is on program 3 at 3.0 v and the therapy is on. It was noted the situation was resolved. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had an appointment with a healthcare provider (hcp) in six weeks following the report. The patient mentioned that they had no idea what led to the programmer not turning on, feeling no stimulation, and bathroom incontinence. When they checked with their hcp, the indicated that the battery should be good. The issues were not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.